Event description:
Prior to the case, the generator received error 4 when the handpiece was activated. The handpiece was tried again and gave an error 7. A second handpiece was used with the same disposable to start and finish the case with no patient consequence.